Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s meter was reading inaccurately. The reporter could not provide details on the model of the meter involved. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the inaccuracy issue occurred ¿three days¿ prior to contacting lfs, on (B)(6) 2016. The patient manages her diabetes with oral medication, diet and exercise and continued to take her usual dose of metformin in the morning and evening. The reporter detailed that ¿one hour¿ after the issue occurred on (B)(6) 2016 the patient developed a symptom of ¿dizziness¿ which lasted for several days and that from (B)(6) 2016 she visited the emergency room (ER) where she had her blood glucose tested on an ER meter which gave a result of ¿290 mg/dl¿ and was prescribed ¿oral medication for her heart and kidneys¿. During troubleshooting the cca noted that issue was not resolved. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.